Manufacturer narrative:
See a1, d3, d4 expiration date, g1, h4, h6, and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00889; 508-32-204, s801- broke/cracked/damaged, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - implant broke and 1 hour delay in surgery.